Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited erratic r-waves resulting in oversensing and inhibition of pacing.